Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported (B)(4) 2013, a (B)(6) female patient presented for a vein ablation procedure. During preparation for the procedure, upon opening the device packaging, it was noted the fiber was fractured. The device was set aside, and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to this event as the device did not come into contact with the patient. The reported disposable device has been returned to the MFR for evaluation.